Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device when priming saline, it leaked from the side of the housing.

Manufacturer narrative:
Investigation summary: all challenge, set up and in process samples were performed per control plan and all passed per specifications. No quality notifications were initiated during the production for the remainder of the related complaints. Received a q-syte unit along with an open-empty package from lot number 8087858. Visual/microscopic examination: damage (tear) was observed on the slit of the top disk. Damage was observed on both sides of the column wall. Water leak test: the test was performed with the q-syte on the actuated and the unactuated positions: leakage was observed on the actuated position, the source of the leakage was the column tear through the vent hole. No leakage was observed on the unactuated position. Conclusion(s): a definite source that caused the damage observed on the column wall (contributive to leakage) could not be determined. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. Note: q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device when priming saline, it leaked from the side of the housing.